Event description:
A journal article included a report of a death of a patient due to right ventricular rupture while on v.a.c. Therapry. It was later reported by the primary author that the patient had an open sternotomy wound and mediastinitis due to a very aggressive s. Aureus infection. Although the primary author subsequently stated the cause of the incision associated with the rupture was unknown, the journal article speculated that the small incision in the patient's ventricle was perhaps caused by the sternum. The article presented a retrospective analysis of 68 causes of sternal wound infection with 35 patients allocated to the v.a.c. Therapy group and 33 patients to the conventional group. A general conclusion of the article was that there was an overall lower rate of mortality when v.a.c. Therapy was used.